Manufacturer narrative:
Follow-up # 1 date of submission 06/21/2016-device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2016 with the following findings: a review of the black box and alarm history revealed call service alarms. The pump alarmed with a cs69 call service alarm during the rewind step. The call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The audio bolus button responded appropriately during testing. Unrelated to the complaint, investigation revealed a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.